Event description:
The atricure isolator synergy encompass clamp/disposable did not work properly; ref-a001144; lot-146984. The jaws of the clamp would not approximate. No harm to the patient; a second clamp was opened and used without any issues.